Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results -device subassembly-vacuum tubing.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) on five patients. Of those five, it was determined that one patient had erroneous na results that were reported outside of the laboratory. All results are in mmol/l. The patient's initial na result was 125, which was reported outside of the laboratory. The sample was repeated on an istat analyzer and generated a repeat na result of 131. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. The lot number of the na electrode in use was not provided by the customer. The field service representative found a hole in the rinse nozzle vacuum tubing. He replaced the tubing. The customer performed calibration and qc and all results were acceptable.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of relevant information. The customer could not provide results for chloride and potassium for the samples. It was noted that the results measured on the c501 analyzer cannot simply be compared to the results from I-stat. The c501 measures ises indirectly, while the I-stat measures ise directly. It was also noted that the change in the vacuum tubing would be reasonable if other tests were low.